Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient's ins quit working awhile ago. Caller reports the patient needs to get set up with a new physician to see if it needs to be replaced. They do not know who the managing physician is. Caller also states they reached out to a manufacturer representative (rep). Technical services (ts) advised caller to contact a rep. Ts attempted to call the caller back to obtain the notify date, but was unable to reach them. Additional information was received from the patient clarifying the report of their ins not working by stating that the battery possibly ran out. Their doctor moved out of the state and at the time, no one was available to help the patient know what the problem was. They simply didn¿t know what led to the issue of the ins not working. The patient had been examined by their doctor but no on knew who could provide appropriate assistance and care. The issue had not been resolved yet w hich was why the patient had contacted the manufacturer so the issue could be resolved. Additional information was received from the patient. They clarified that the ins just stopped working. The battery was dead. They stated that their doctor installed a new battery to see if it worked and it did.